Event description:
The complainant reported that when they tapped the line with scissors to debubble, the manifold broke. Two clinicians were sprayed with contaminated contrast during hand injection. There was no reported harm or injury to the patient or clinicians.

Manufacturer narrative:
The suspect device was discarded at the hospital. The lot of the suspect device is unk; however, five devices from a likely lot were tested. A visual test, leak test and pressure test on each device were performed. Scissors were used to repeatedly impact the product with a force that was considered to be significant and at no time did any damage occur. The failure could not be duplicated. The device history record was reviewed and no specification deviations relating to this failure were noted. Other: device history reviewed.